Event description:
It was reported that the cot would not lock in load height. No adverse consequences alleged. The service tech examined the cots and found them to be operating to specification.

Manufacturer narrative:
Na